Event description:
It was reported that there was moisture beneath the display screen and the insulin pump was not functioning. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies.